Event description:
Country of complaint: (B)(6) . (B)(6) 2012, a pt should have been supplied with an excia shaft 12 cemented. After opening the outer package it was noticed, that the distal end of the prosthesis had jacked both sterile packaging at the welding seam. The pt was supplied with a smaller shaft.

Manufacturer narrative:
United states agent notified (B)(4) 2012. PMA/510(k) k081973. Evaluation: quality documents checked, no deviations found. Product was manufactured in 02/2007. In 01/2008 the packaging of this product was newly validated and improved. No complaints with this error since the new packaging has been implemented.